Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open and 12 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which 3,240 units were manufactured and distributed in the market. There are no units in stock in the warehouse. Received 12 closed samples and an open and used sample with the needle detached from the thread (thread was not received). The analysis of the used needle determines that it has been damaged in the attachment area with the thread. There are marks of the needle-holder or surgical instrument in the attachment area with the thread. This damage could have caused the breakage of the thread in the attachment area. As indicated in the instructions for use of the product: needles have to be hold with needle-holders in the central 2/3 of the needle. Regarding the closed samples received: tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan it was reported that needle broke apart from the thread when suturing in urology surgery.